Event description:
Philips received a complaint on the dfm100 device indicating that the paddles issue. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporter phone: (B)(6). Reporting institution phone: (B)(6).

Event description:
It was reported to philips that the fsn2021-cc-ec-023 which involves device's paddle is not well notified. Device is not in use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.